Event description:
It was reported that the patient experienced persistent spasticity. Inconsistent residual volumes were noted "at each recent refill". Per the reporter, "high dose itb and end of pump battery life". Pump replacement and other management issues were being considered. Per this reporter, "will have surgery soon". Drug delivered via the pump was baclofen.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, lot #:j10902r60, implanted on: 2001 (B)(6), explanted on: unk.

Event description:
Additional information: it was later reported the cause of the event was related to "catheter cracked and eventually replaced". The catheter issue was further described as a break, tear, hole. The patient was due for a "5 year" pump replacement; the pump and catheter were replaced successfully. There was noted to be no patient injury. The patient outcome was reported as patient recovered without sequelae. The drug in the pump was lioresal.